Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing 5% albumin and nursing staff were not in the room. The pump alarm sounded and when investigated it was found that the pump had stopped infusing and displayed system error 313. The pump was replaced with a new pump. The event occurred in the intensive care unit. There was patient involvement but no patient injury associated with this event. The facility biomed was unable to recreate the problem or find an issue with the pump. No additional information is available.